Event description:
It was reported that a pt underwent a pelvic floor repair procedure and a vaginal hysterectomy in 2007. Ten days later, the pt first noticed symptoms. Three days later, the pt complained of arthralgia, myalagia, sweats, "shivers/vigors", lower back and loin pain, and nausea. Yellow discharge (not offensive) occurred with increasing urge and urge incontinence and frequency. No vaginal tenderness or obvious hematoma. The CT renal/pelvis one day later, indicated a four by three by four and one half centimeter infected collection (multiloculated) at the vault, and an anterior vaginal hematoma indenting the base of the bladder. Normal bladder and renal tract. The day before, the pt was admitted to the hospital for intravenous antibiotics cefazolin, flagyl, & gentamicin. The pt was discharged from the hospital four days later. The prescribed antibiotics were keflex 500mg three times per day, flagyl 400mg three times per day until the following five days, at which time the dosage was changed to keflex 250mg three times per day and flagyl 200mg three times per day. The antibiotics were ceased the following month. The next day, the pt's condition was reported to be well.

Manufacturer narrative:
Date sent to the FDA: 09/21/2007. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.